Event description:
Further follow-up revealed that the patient had a surgical consult. It was reported that the surgeon does not feel comfortable explanting the vns system. The surgeon indicated that it would be dangerous to remove the lead due to the fibrosis growth on the nerve. The patient reported that she has not received efficacy from the vns system since implant. The patient's other health issues require her to have MRI's, therefore, she wants the vns system removed. The patient also reported that she is experiencing a burning sensation at the generator site during stimulation. The patient's voice is changing with stimulation indicating that she is receiving the vns therapy.

Event description:
It was reported that the patient has not yet been seen for surgical consult. Surgery is still likely, but has not yet occurred.

Event description:
Additional information was received that the patient underwent a generator and lead explant surgery (B)(6) 2015 due to the high impedance. The explanted generator and lead have been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Analysis of the explanted generator was completed. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on a battery life analysis and electrical test results. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the explanted lead was also completed. A suspected coil break was identified at the ends¿ of the lead coils (positive and negative). Scanning electron microscopy images of the lead coils show that pitting or electro-etching conditions have occurred at the coils¿ ends. However, due to metal dissolution the fracture mechanism cannot be ascertained. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
On (B)(6) 2013, a nurse reported that high impedance was seen on (B)(6) 2013 for this patient¿s vns therapy system in preparation for monitoring at the epilepsy monitoring unit for a recent increase in seizures. The device was disabled and referred for revision. The patient was referred for x-rays, but the x-rays would not be submitted for review. It was stated that there were not gross fractures. The patient¿s device was at eos. Surgery is likely but has not taken place.

Event description:
Reporter indicated that vns pt has not been able to feel device stimulation since experiencing a fall, during which she hurt her left shoulder. Device diagnostic testing resulted in high lead impedance reading (specific unk), indicating potential device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system. Review of x-rays by manufacturer revealed normal device placement. The lead connector pin does not appear to be fully inserted past the generator connector block; however, it lies at an angle making it difficult to determine. Some of the lead does lie behind the generator. A small discontinuity appears in one of the coils just caudal to the tie-down. The pt has been referred for surgical consult.

Event description:
Follow up with the physician was performed. When asked when the increase in seizures was first observed, the physician responded that this was not applicable and the patient was admitted for video eeg monitoring secondary to usual qd seizures. The relationship of the increased seizures to vns and the frequency to pre-vns baseline levels was uncertain. The seizures were non-epileptic in video eeg unit. It was uncertain if causal or contributory programming changes, medication changes, or other external factors preceded the event. The vns was inactivated (output current set to 0.00 ma, off time to 10 minutes) as an intervention. No other information was provided.